Event description:
It was reported that restenosis occurred, requiring intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial. The target lesion was located at the anastomosis of the left arm. Treatment of target lesion was performed by dilation using 6x120mm, 90cm ranger drug coated balloon study device. On (B)(6) 2025, the subject was noted with symptoms related to restenosis that were treated with percutaneous transluminal angioplasty. On the same day, the event was considered to be resolved.

Manufacturer narrative:
A2 - age at time of event: 54 years old at the time of study enrollment. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that restenosis occurred, requiring intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial. The target lesion was located at the anastomosis of the left arm. Treatment of target lesion was performed by dilation using 6x120mm, 90cm ranger drug coated balloon study device. On (B)(6) 2025, the subject was noted with symptoms related to restenosis that were treated with percutaneous transluminal angioplasty. On the same day, the event was considered to be resolved.

Manufacturer narrative:
E. Initial reporter - updated. A2 - age at time of event: 54 years old at the time of study enrollment. E1 - initial reporter address 1: (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: this investigation is assigned a conclusion code of known inherent risk of device because the as reported (ar) codes of this event do not represent a new or unanticipated failure type or harm and were found to be disclosed in the product labeling and documented in the product hazard analysis.